Event description:
A 6 french destination sheath was used for a right common femoral angiogram, left selective common iliac, superficial femoral artery and popliteal angiogram and percutaneous angioplasty. A towel was placed over the ccv in preparation of potential spray that occurred on a prior case. After the ballooning occurred, physician went to take a picture and grabbed towel away from sheath to take the picture. Contrast and heme sprayed in face and eye. Ppe was used for this case. Leaded glasses worn for this case.